Manufacturer narrative:
The technician found the siderails not latching due to the end rail and two inner rails missing ratchet rivets. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the ratchet rivets to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account the left siderail would not latch. The bed was located at the account in the basement. There was no patient/user injury reported.